Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent en bloc excision of a fistula track, the infected mesh prosthesis and a 12 cm segment of small intestine on (B)(6) 2009 during which the surgeon noted an area of drainage through the fascia where the prosthetic mesh was seen and numerous loops of small bowel that were carefully lysed of adhesions. A segment of small bowel with the mesh and fistula were removed. It was reported that the patient experienced severe pain, dense adhesions, bowel resection, infection, fistula, long term wound, drainage, nausea, chills, inflammation, scarring, loss of appetite, stress and anxiety. No additional information was provided.